Event description:
It was reported that a virage navigation driver was not retaining screws during a surgery and that the toggle inside the screw head was loose. The driver tip had also fractured off in the screw. The tip was retrieved, the screw was replaced, alternative devices were available to complete the surgery, and there was no patient or procedural impact.

Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation.